Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.